Event description:
It was asystole occurred. It was reported that versacross connect laac access solution was selected for use during a laac procedure. During procedure, physician tackled the atrioventricular (av) node and patient went asystole, then compression was performed and patient got back the rhythm, and physician placed a temporary pacemaker during the case. Procedure was completed successfully completed by using original device. Patient was stable, expected to fully recover and transferred to post-anesthesia care unit for overnight. The device is not expected to return for analysis as disposed. As per physician's opinion no versacross device issue occurred and it was an user error.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being filed for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was asystole occurred. It was reported that versacross connect laac access solution was selected for use during a laac procedure. During procedure, physician tackled the atrioventricular (av) node and patient went asystole, then compression was performed and patient got back the rhythm, and physician placed a temporary pacemaker during the case. Procedure was completed successfully completed by using original device. Patient was stable, expected to fully recover and transferred to post-anesthesia care unit for overnight. The device is not expected to return for analysis as disposed. As per physician's opinion no versacross device issue occurred and it was an user error. It was further reported that the patient was extubated and was doing well as of (B)(6) 2025, no more information was provided about patient discharge so far.